Manufacturer narrative:
(B)(4): d10: item # unknown, unknown ulnar stem, lot # unknown. Item # unknown, unknown bushing kit, lot # unknown. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left elbow arthroplasty. Subsequently, a revision was planned to implant a longer ulnar stem, with a length around 150 mm to be confirmed after imaging review. Attempts have been made and no further information has been provided.